Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Not returned for evaluation.

Event description:
It was reported by the distributor that there was a build of up yeast in the feeding tube within 10 days of placement. The doctor alleged that the feeding tube lumen material was permeable, which allowed the milk formula used to penetrate the lumen of the tube and caused the yeast to build up inside the feeding tube. Per additional information received from the hospital on (B)(6) 2016, the patient passed away on (B)(6) 2016. The cause of death has not been provided. The patient had been on enteral feeding for 7 months and was receiving domperidone in addition to neocate for nutrition. The tube was placed on (B)(6) 2016, and the alleged yeast build up was first noticed on (B)(6) 2016. Per additional information received on 29 april 2016, the tube had been flushed with water and a brush was used to try to clear out the yeast growth, but was not successful at removing all the yeast. The tube was placed on (B)(6) 2016 and was removed on (B)(6) 2016. Additional information has been requested but not yet received.

Manufacturer narrative:
One used sample without original packaging was returned for evaluation. Visual inspection revealed that the molded head, tube, and balloon appeared to be discolored with a lot of foreign substance on the exterior. The sample was tested for the presence of bacteria and yeast, and was found to have the fungi ustilago and ustilaginoidea present inside the tubing. A review of the manufacturing process determined that the present of the fungi is a non production related event. A review of the directions for use for the device states the following information for tube patency guidelines: "proper tube flushing is the best way to avoid clogging and maintain tube patency. The following are guidelines to avoid clogging and maintain tube patency. ¿ flush the feeding tube with water every 4-6 hours during continuous feeding, anytime the feeding is interrupted, before and after every intermittent feeding, or at least every 8 hours if the tube is not being used. ¿ flush the feeding tube before and after medication administration and between medications. This will prevent the medication from interacting with formula and potentially causing the tube to clog. ¿ use liquid medication when possible and consult the pharmacist to determine if it is safe to crush solid medication and to mix with water. If safe, pulverize the solid medication into a fine powder form and dissolve the powder in warm water before administering through the feeding tube. Never crush enteric-coated medication or mix medication with formula. ¿ avoid using acidic irrigants such as cranberry juice and cola beverages to flush feeding tubes as the acidic quality when combined with formula proteins may actually contribute to tube clogging." Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
Per additional information received, the patient did not have a halyard feeding tube in place at the time of death. The tube had been removed on (B)(6) 2016. The cause of death was determined to be pulmonary haemorrhage and septicaemia shock. The patient also had a lung disease for one year prior. The doctor treating the patient does not believe that the feeding tube contributed to the patient's death.